Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. The information for the 510k is as follows: g4. PMA/510(k)#: eua203152. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, negative results for an unspecified number of patients were obtained from a veritor analyzer. The user visually observed a positive line after leaving the used cartridges sitting on the counter for 30 minutes to an hour and questioned the analyzer results. It is stated that no further information is available including the analyte in question and there is no report of confirmatory testing. It should be noted the action of visually reading a test cartridge is considered off-label use of the product. The patients were called back to the clinic for retesting and no adverse health impact was reported. (B)(4).